Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Failure to seal the perforation (stent graft leak) may be attributed to several factors including, but not limited to, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. In this case, it is possible that growth of the perforation during deployment contributed to the reported leak; however this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, a conclusive cause for the reported leak cannot be determined; however there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. It was reported that the patient experienced cardiogenic shock and expired. The reported patient effect of death, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device and the treatment appears to be related to the circumstances of the procedure. Furthermore, it was reported that a 3.5x16 mm rx graftmaster stent system was advanced and the stent was inflated to 18 atmospheres (atm). It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp.

Event description:
It was reported that the procedure was to treat a perforation to the proximal left anterior descending artery. A 3.5x16 mm graftmaster rx stent system was advanced toward the perforation, the stent system was inflated to 18 atm and the graftmaster stent was deployed to cover the perforation. However, the 3.5x16 mm stent was undersized requiring placement of a 4.00x16 mm stent. Thus, a 4.00x16 mm graftmaster rx stent system was also advanced toward the perforation, the stent system was inflated to 16 atm and the 4.00x16 mm stent was implanted. The 4.00x16 mm stent successfully sealed the perforation following post-dilation. There was no clinically significant delay in the procedure. Reportedly the patient died 24 hours after this procedure due to ischemic cardiomyopathy/cardiogenic shock. No additional information was provided.